Manufacturer narrative:
A specific root cause could not be identified. The customer indicated there are some pre-analytical issues in the laboratory that could be affecting results. Based on a review of the alarm trace document, some issues with sample quality were observed. Additionally, the instrument history show past visits by the field service engineer confirming sample quality issues such as bubbles, foam and insufficient volume.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned high results for 4 patients tested on different assays. Of the data provided, only the patient tested for free thyroxine (ft4 ii) is a reportable malfunction. No erroneous results were reported outside of the laboratory. The initial ft4 ii result was 3.63 ng/dl on e602 analyzer with serial number (B)(4). On (B)(6) 2016 the sample was repeated with reagent lot 187609 (expiration date not provided) on e602 analyzer with serial number (B)(4) and the result was 1.45 ng/dl. The repeat result was considered to be correct. No adverse event occurred. The ft4 ii reagent lot number for the initial result was 186893. The expiration date was not provided.